Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 13 events were reported for this quarter. Product return status: 10 devices were received. 3 device investigation types have not yet been determined. Additional information: 13 devices were not labeled for single-use. 13 devices were not reprocessed or reused.

Event description:
This report summarizes 13 malfunction events in which the device reportedly overheated. 11 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact. 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 13 events were previously reported during the reporting quarter; however, 1 previously reported event was included under MFR report # 3015967359-2021-01452 but should be included under this report. 14 previously reported events are included in this follow-up record. Product return status: 12 devices were received. 2 devices were not available for evaluation.

Event description:
This report summarizes 14 malfunction events in which the device reportedly overheated. 7 events had no patient involvement. No patient impact. 7 events had patient involvement. No patient impact.